Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they are having issues with charging the ins, won't charge properly and they have to reset the controller for the last couple months. Last night they could not charge because controller was blank and controller will not turn on. Patient stated they get error message and they reset the controller and sometime the controller froze up and won't do anything. Patient mentioned they charge the ins twice a day. Patient was asked to connect with controller, controller shows ins 90%, controller 60% charged and therapy is off. Patient turned therapy on while on the call with ps. Ps confirmed controller recharge when plug into the outlet. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated there is no visible damage on the rtm but the little box gets hot and controller get hot when they are recharging the ins. Ps asked patient to start a charging session of the implant and patient said controller shows low battery recharge the ins soon and good quality recharging. The issue was not resolved. The information patient provided was very confusing to follow. Ps recommend patient consult with her hcp ofc regarding recharging frequency.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: ,date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) serial number (B)(6) found the recharger antenna failed with an intermittent no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.